Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: the stapler didn't fire any staples, according to the dr., a temporary damage to the pt, temporary colostomy. No add'l info at this time.